Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Review of available sensor data in the data management system did not indicate evidence of a system malfunction. At the time of the interaction, a firmware update was available; therefore, as a proactive troubleshooting measure, customer care recommended that the user perform the update. Sensor re-link occurs as pert of the upgrade process to allow the system to re-initialize and converge faster. The relink was performed successfully and subsequent monitoring showed that bg values met sg trends well. User was advised to continue using the system and to enter glucose values as calibrations when discrepancies occur.

Event description:
On march 26 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.